Event description:
The nurse of a male pt contacted lifecor customer support to report that the battery packs are not charging in the battery charger. She stated that no lights on the battery charger were illuminated, except the led on the ac adapter. She reseated the connection between the adapter and the charger with no success. Support looked at download and saw several "battery pack fault" and many "battery runtime expired" flags on both battery packs. There were no charge faults. A lifecor territory manager visited the pt and replaced the battery packs and battery charger.

Manufacturer narrative:
Device manufacture dates: battery packs 2008. Charger 2003. Device eval summary: device evals of battery packs and battery charger have been completed. The battery packs had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery packs were retested and restocked. The battery charger was fully functional. It was retested and restocked. No adverse event occurred due to the defective battery packs. The pt received a replacement battery charger and battery packs.